Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure the device showed a grounding pad error. There were no adverse consequences to the patient and no medical intervention was required. The procedure was cancelled.

Manufacturer narrative:
The device was received for evaluation. The rf amplifier was broken and needed to be replaced. This can result in a grounding pad monitoring failure. Therefore, the broken component on the rf amplifier was determined to be the most likely root cause of the reported event.

Event description:
It was reported that during a procedure the device showed a grounding pad error. There were no adverse consequences to the patient and no medical intervention was required. The procedure was cancelled.